Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a random door failure. The field service engineer cleared and greased all 4 tower latches then rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a random door failure. The customer stated that the door 4 of the tower would randomly fail and click. There were no adverse events or injuries reported based on this event.